Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2024. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a backup battery fault alarm with the yellow wrench on their primary system controller. During the time of the alarm, the patient reported the green arrows were "flashing" and there was an intermittent, fast beep that they were unable to silence. There was never a red alarm, and the green light did not go out. The patient's mother stated that during the episode, both before and after the system controller was exchanged, the patient felt anxious, dizzy, and their legs turned "greyish/almost black", which lasted about 30 minutes total. The patient was admitted for observation. Following review of the submitted log files by tech services (ts), it appeared the reported emergency backup battery (ebb) faults started 24jul at 10:37 and continued through 10:51. The system controller exchange occurred on 24jul at 10:51. The ebb faults appeared to be due to an ebb load test failure. There were no other unusual alarms associated with the ebb faults. The log files for the new controller were submitted and evaluated by ts. It appeared following review by ts that there were routine events post controller exchange and there were no further ebb faults noted. The reason for the lower limb discoloration was not identified when discussed during the patient's hospitalization and their skin color returned to normal. There were no major changes to the patient's home regimen and no interventions during hospitalization. The patient was then discharged home and reported as stable.